Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that there was an extra needle protruding through packaging affecting the sterility with a bd needle 21g 1in tw. The following information was provided by the initial reporter: packet had an extra needle which protruded out of the packaging cover the nurse was separating the needle strips directly from the original box and noticed that one of the individual needle blister packs had one needle with the cover and an extra needle with no cover. The sharp tip of the needle was protruding out of the plastic cover of the packet.

Event description:
It was reported that prior to use it was discovered that there was an extra needle protruding through packaging affecting the sterility with a bd needle 21g 1in tw. The following information was provided by the initial reporter: packet had an extra needle which protruded out of the packaging cover. The nurse was separating the needle strips directly from the original box and noticed that one of the individual needle blister packs had one needle with the cover and an extra needle with no cover. The sharp tip of the needle was protruding out of the plastic cover of the packet.

Manufacturer narrative:
Investigation: one actual sample was received by our quality team for evaluation. Upon visual inspection it was observed that there was an additional needle product without a shield inside the unit package and which had pierced through the bottom; therefore the incident can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The primary packaging process was reviewed by the quality team during investigation. Usually any needles without a shield goes through the machine is will be rejected; however, there may be circumstances where the product is closely ¿sandwiched¿ by the other needles eventually loaded into the blister pocket. If there is an extra part that gets through an alarm is to go off and a technician is to check for abnormalities. This package must have gotten through those checks. A light has been installed so technicians can have a better view, technicians have been made aware of this incident, and the packaging machine has been serviced.